Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder there was insufficient blood flow through the device. The following information was provided by the initial reporter. The customer stated: "when using to take blood the staff report they see the initial ¿flash¿ of blood to indicate that the needle is in the vein and then attach the vacutainer bottle and no blood flows into the bottle. When they change to a butterfly needle and use the same bottle the blood flows freely."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 24-apr-2022. H6: investigation summary bd received 10 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for insufficient flow with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder there was insufficient blood flow through the device. The following information was provided by the initial reporter. The customer stated: "when using to take blood the staff report they see the initial ¿flash¿ of blood to indicate that the needle is in the vein and then attach the vacutainer bottle and no blood flows into the bottle. When they change to a butterfly needle and use the same bottle the blood flows freely."